Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report possible broken sensor wire on (B)(6) 2014. Patient claimed that upon removal of sensor pod, a short portion of the sensor wire remained attached to the pod and the other portion of the sensor wire was missing. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).